Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. The reported event was reproduced. Defect of charge coupled device (ccd) unit was noted. -buckling of the cable was noted. Omsc guessed that the reported event was caused by the defect of ccd unit and buckling of the cable. There is possibility that the defect of ccd unit and buckling of the cable were caused by the excessive stress by user handling. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed. There was no report of patient injury associated with this event.